Event description:
This system was removed due to an infection that is believed to have started somewhere other than the pocket and has not been replaced at this time. This is all of the available info at this time. If additional info becomes available, this event will be updated.